Manufacturer narrative:
Reporting institution name -(B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported a ventilator experienced a battery alarm which could not be removed. The customer reported that the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and an international philips remote service engineer (rse). The rse reported that the customer refused to repair the unit with philips, therefore, no further information could be obtained.